Manufacturer narrative:
(B)(4). Device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error alarm confirmed in device history (variableinfo = 3) due to broken trace on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures error and audio anomaly. Customer¿s blood glucose level was unknown. Customer stated that the self-test was passed. The device will be returned for analysis.